Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that five months and twenty nine days post a port placement via the right subclavian vein, the port was allegedly occluded. It was further reported that the patient allegedly experienced right breast pain and right upper extremity swelling. Reportedly, the port was removed. The current status of the patient was unknown.

Event description:
It was reported through the litigation process that five months and twenty nine days post a port placement via the right subclavian vein, the port was allegedly occluded. It was further reported that the patient allegedly experienced right breast pain and right upper extremity swelling. Reportedly, the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months and twenty-nine days post port placement, patient underwent right upper extremity venogram procedure for right innominate vein stenosis. Patient developed right breast pain as well as some right upper extremity swelling. The patient was found to have a right subclavian vein occlusion and already on anticoagulation for right internal jugular vein deep vein thrombosis. A right upper extremity venogram demonstrated a patent right cephalic and basilic vein. The brachial vein was not well visualized. The subclavian vein as well as the right innominate vein had stenosis. The inferior vena cava had a short segment occlusion. The hcp crossed through the cephalic vein, subclavian vein, and innominate vein to get a wire all the way down into the lower extremities. Follow-up imaging showed improvement, but the balloon appeared to be undersized. Balloon angioplasty was performed of the right innominate vein and superior vena cava with 12 mm balloon. The balloon was still undersized for the superior vena cava. The superior vena cava was angioplastied with 14 mm high pressure balloon. Follow-up imaging showed a good result. Around one month and twenty-eight days later, patient underwent removal of right subclavian vein port-a-cath. The catheter was removed from the vein and the tunnel tract were ligated. Therefore, the investigation is confirmed for the reported vein occlusion, pain and swelling based on medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.